Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed; b30 scope communication error was reproduced. Additional device evaluation findings were that the charged coupled device unit was slipping down, and the bending section cover had pinhole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a b30 scope communication error. The issue was observed during reprocessing. No reports of patient harm were associated with this event.

Event description:
The facility finished the intended procedure with another similar device.

Manufacturer narrative:
Corrected fields: b5/d10 (information was inadvertently omitted). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the distal end while the user was handling the device, which damaged the charge-coupled device (ccd) unit, and resulted in the displayed error message (b30). The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic system". The event can be prevented by following the instructions for use (IFU) which state: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.